Event description:
The customer reported the system displayed a precharge voltage error message. This will result in a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.